Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe pump was displaying a "system failure: primary audible alarm bgnd test" message and there was an occlusion that occurred which led to the primary audible alarm bgnd test. An auxiliary control unit watchdog failure alarm had occurred afterwards. The event occurred while in use with the patient. There was unknown delay in therapy. There was no physical damage reported. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed cracks in the top, bottom, and plunger case. Review of the event history log (ehl) showed primary audible alarm and acu watchdog failure. A functional test was performed and the reported issue was not duplicated. As a result, no additional repairs were performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device was cleaned, greased, and calibrated.